Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate plus profile, serial number (B)(4), catalog number 3502275. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with saline mentor smooth round moderate plus profile 275cc breast implants and experienced deflation on the right breast implant. The deflation was discovered after the patient fell. The patient had no accompanying symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 04/12/2018, it was reported to mentor that the facility name is (B)(6) the address is (B)(6). The patient has undergone explantation on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).